Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a loose scope socket. However, the specific cause of the loose scope socket was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flashing lights on front panel caused by a loose scope sensor on the scope socket printed circuit board (pcb). Externally, the unit showed wear around the scope socket and lifted scope socket. Internally, the unit had a broken scope socket, the filter base had been lifted where the scope socket was mounted on it, and the mouthpiece retaining clip was loose. When the loose scope socket pcb was refitted, the unit was functioning correctly. But the unit had suffered impact damage on scope socket, breaking the shielding off on the rear of the socket. The impact also caused the lifting of the filter base plate, which the socket is mounted on, causing the socket to be sat higher and did not sit in the front panel correctly. On inspection, the mouthpiece had a loose clip and could not be adjusted. A known working test scope socket was fitted and all tests passed in accordance with the original equipment manufacturer's service manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had all the lights flashing. The issue was found during installation. There were no reports of patient harm.